Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: device history review: a review of the receiving inspection (ri) for switch plate, 2h, small was conducted identifying that the lot number was rl312499 released in one batch. - batch 01: lot qty of 105 units were released on 31 may 2023 with no discrepancies. Supplier: lisi medical big lake minnesota. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2025, several switchplates would not connect to the cage. It seemed as though the locking mechanisms were not functioning correctly. When the cage was moved slightly oblique during attachment of the cage to the switchplate, this seemed to allow the camlock tightener to turn and lock the switchplate to the cage. The cage was then able to be straightened and tightened until the handle torqued and the cage/switchplate construct was assembled successfully. The procedure was completed successfully with no delay.